Event description:
Pt disconnected pump whenever performing morning hygiene. She was on theophylline drip. Each time pt would become flushed, short of breath, and complained of headache and palpitation. Later the pt coded and died. Nursing student believes it was possibly free flowing. Student was never taught to close gravity clamp.